Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube, stained end cap sticker, broken belt clip slot and minor scratched lcd window. The insulin pump was received without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 42 mg/dl. Customer stated that there are cracks on end of reservoir chamber and battery chamber. Customer had seizure and fell with pump on. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated with food. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 248 mg/dl. The customer cause of hospitalization was swelling, pain and could not walk. Customer was prescribed antibiotic and medication for pain and swelling. Customer was wearing the pump at time of hospitalization.